Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2013-20021. It was reported the pt experienced a loss of therapy. It was further reported reprogramming efforts only resolved the issue temporarily until stimulation was lost again. The pt has opted to have the system removed in the near future.